Event description:
The advocate stated the customer tested his blood glucose, and received a reading of 32 mg/dl using his contour meter. He retested using another meter, and received readings of 130 and 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.